Event description:
Pt was prescribed synvisc one intra-articular injection - (B)(4). Pt was dispensed synvisc intra-articular injection (B)(4). The packaging for the two products is very similar and the mistake was noticed by the physician prior to administration. The package does not state the strength- only the amount in each syringe -millimeters-. Dose or amount: 48 mg; 16 mg. Frequency: once; once. Route: intra-articular. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: osteoarthritis of the knee.